Manufacturer narrative:
The reported event of inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified foreign material to be epoxy in the connector block threads. This material caused the setscrew to become stuck in the epoxy of the treats, which resulted in difficulty loosening the set screw. The issue was a manufacturing anomaly, which resulted in leaving or causing the epoxy to be in the connector block threads.

Event description:
It was reported that during device upgrade procedure, when disconnecting the atrial lead from the pulse generator, the setscrew could not be loosened. Two hex wrenches got twisted while trying to loosen the screw. Entire system was explanted and a new system was successfully implanted. The patient was in stable condition prior, during and post procedure.